Manufacturer narrative:
(B)(6). The exact date when the additional fracture was sustained is unknown. This report is for one (1) unknown screw. Without a valid part and lot number, the UDI is not available. The original implant procedure was performed on an unknown date approximately two (2) months ago. Per facility, the complainant parts were discarded following the revision procedure and will not be available for evaluation. (B)(4). PMA#: unknown, as specific part and lot numbers for the complainant screw were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a valid lot number, a review of the device history records cannot be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision procedure on (B)(6) 2016 after sustaining a second femur fracture (right). The additional fracture was just below the original fracture area, which was treated two (2) months prior with the implantation of a trochanteric fixation nail advanced (tfna) construct. During the revision, it was noted that the original hardware had remained fully intact and allowed for full fracture healing. The surgeon decided to exchange the original short nail for a long nail. In order to complete this revision, the surgeon removed the original 11mm tfna nail (short), the helical blade, and an unknown screw. The hardware was then replaced with a new 11mm tfna nail (long), a tfna screw, and a 5.0mm locking screw. The procedure was completed successfully with no reports of patient harm or surgical delay. The post-operative status of the patient was said to be stable. This report is for one (1) unknown screw. This report is 3 of 3 for (B)(4).